Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint about the central regurgitation that resulted in a valve-in-valve being performed has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. A review of the device history record (DHR) and lot history provided no indication that a manufacturing non-conformance would have contributed to the reported event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the transcatheter heart valve (thv) was implanted within a native aortic with lack of calcification (pure aortic insufficiency). Therefore, this was an off-label operation. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. As reported, "during an off-label transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, post valve deployment, the echocardiography showed a stable implanted valve with no paravalvular leak (pvl) and no transvalvular leak. Upon reassessment, a new aortic regurgitation (ar) was observed. The ar was indicated to be a central leak. The angiography showed the valve had migrated towards the left ventricular outflow tract (lvot)/ventricle." In this case, the thv was implanted within a pure aortic insufficiency annulus (a native annulus with lack of calcification) leading to the thv migrating toward the left ventricle, which may result in the possibility of the native leaflets hanging over and covering the outflow of the sapien valve, resulting in reduced coaptation of the valve leaflets with central regurgitation. As such, the available information suggests that procedural factors (migrated thv with off-label operation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to the valve migration event. Investigation results suggest procedural factors (off-label operation due to lack of calcium on native valve) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was used in off-label implantation in the aortic position. As there are no specific IFU or training materials related to off-label aortic position procedures, the available training materials were reviewed only for information potentially relevant to the device use. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during an off-label transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, post valve deployment, the echocardiography showed a stable implanted valve with no paravalvular leak (pvl) and no transvalvular leak. Upon reassessment, a new aortic regurgitation (ar) was observed. The ar was indicated to be a central leak. The angiography showed the valve had migrated towards the left ventricular outflow tract (lvot)/ventricle. A second 29 mm sapien 3 ultra resilia valve was prepared and implanted. The inflow of the second valve was deployed 3 mm into the outflow of the first valve and the first valve was able to be stabilized. The second valve was also observed to be stable. The patient was noted to be in stable condition.